Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the patient was doing great and both inss were working just fine. No further complications anticipated.

Event description:
Information was received from a manufacturing representative about a patient with an implantable neurostimulator (ins) for parkinson's dual movement disorders. It was reported that the patient had impedances over 40,000 ohms on various contacts on one of there inss and on the other they are getting impedances over 20,000 ohms. The manufacturing representative reported that they were able to program around the 20,000 impedances, and that they used the same settings that were historically effective with the ins that had 40,000ohms and the patient is receiving therapeutic benefit despite the impedance issues. There were no symptoms reported. No complications or further complications were reported.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.